Event description:
The customer stated that the insulin pump has a cracked case, and is alarming. The customer also reported a blood glucose of 224 mg/dl. Had the customer check the drive support cap, and found that it was protruded. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with prime alarm during basic occlusion test and unable to prime during prime test due to cracked end cap. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.